Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ lvp 20d 2ss cv experienced leakage. The following information was provided by the initial reporter: leaking IV tubing set.

Manufacturer narrative:
H.6. Investigation summary:the customer reported the set was leaking, and returned one used 2420-0007. The report of leakage was was found in the pumping segment, and the complaint is verified. There is a small hole in the silicon tubing near the blue clip. The root cause for the hole has two possibilities: personnel incorrectly placing the tubing, or machine failure. The two root causes have controls that were reinforced in the plant as a result of this complaint investigation.device history record review for model 2420-0007 lot number 22035932 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 18mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris¿ lvp 20d 2ss cv experienced leakage. The following information was provided by the initial reporter: leaking IV tubing set.